Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. Two cases received at the same time from the same end customer. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in (B)(4) warehouse. We have received 15 closed samples for thread testing. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 2.95 kgf in average and 2.33 kgf in minimum (ep requirements: 2.04 kgf in average and 1.02 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and (B)(4) requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ (B)(4) specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that during a laparoscopy for tubal sterilisation, a monosyn 3.0 cut itself without reason 5 cm from the needle. No consequence - delay of 5 min. Additional data has not been provided.